Manufacturer narrative:
The aats/sts guidelines defines valve-related mortality as reportable. Therefore, this is being reported. This is an expected adverse event and is occurring within expected rate. No trend is seen. No autopsy was done and valve not explanted. Review of device history records for this valve shows the valve was built per specifications.

Event description:
Event occurred in (B)(6). Tenth post-op day, patient death. Judged as operative mortality, probably "sudden". Background: double-valve patient. Disease etiology: endocarditis. Nyha class iii. Mitral regurgitation and aortic regurgitation. Emergency valve replacement, aortic and mitral. Patient not on anticoagulation on surgery date. On july 21, 2015, onxlti received a set of data from the sponsor of a (B)(4) study, where-in they wanted on-x to do data analysis on a set of data containing adverse events. The valve on this MDR is one of the ae's. There are no statistically significant differences in these rates and this trial was run at inr of 1.5 to 2.5 versus the PMA at 2.0 to 3.0. At lower inr lo rates are expected based on our research. So these events while MDR reportable as individual occurrences, they are overall in the range expected.